Manufacturer narrative:
No conclusions can be made. There is no indication in the medical records provided that the patient experienced any adverse events associated with bard flat mesh (device 2). At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to alleged adverse patient outcome. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device 2), refer to 1213643-2011-00667 for information associated to bard flat mesh (device 1). Remains implanted.

Event description:
The following is based on patient medical records and information reported by the patient's attorney: on (B)(6) 2009 - the patient underwent repair of a epigastric hernia with a bard flat mesh (device 1). There was no operative report for this procedure included in the medical records provided. On (B)(6) 2009 - follow up appointment. The patient presents with deep incisional pain. The wound was opened and drained. On (B)(6) and (B)(6) 2010 - the patient presents with continued abdominal pain. Md suggests removal of mesh. Patient agreed to consider this option. On (B)(6) 2010 - the patient underwent mesh excision (device 1) and repair of recurrent ventral incisional repair with a bard flat mesh (device 2). The patient's attorney reports that the patient is making a claim for adverse patient outcomes against the "bard mesh" (flat mesh 1 and 2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."